Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service.

Event description:
Due to safety ventilation (cer 93055), the hospital staff replaced c3 s/n: (B)(6) with this device for the patient. Ventilation stopped in one day after replacement.